Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2020-00057 was sent in error. This is one of 2 complaints. This complaint was meant to capture cv warnings for cst which is not considered to be a reportable malfunction.

Event description:
It was reported that waste leakage occurred outside of instrument with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: customer complained about a leaking waste bottle and recent cv warnings for cst. Waste bottle observed to be leaking from somewhere on its bottom and customer was advised to call the hotline to order a new one. Lasers were aligned for optimal cvs. Performance check with cst passed. Instrument is operational. Return to service. Additionally, on 2020-6-27 the fse provided the following additional information: 1. Was the leak contained within the instrument? No; leak is of a bottle that is outside of the instrument. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Mainly sheath fluid and whatever else is passed through to waste. 4. What is the source of leak -- waste line or non-waste line? Waste bottle. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. I do not know if there were any biohazardous materials in there. The customer had the waste tank sitting in a large rectangular bin and manually lifted it and emptied it into their sink so I doubt there are biohazardous stuff in the waste, but I cannot say for sure. I also do not know if there is bleach or decontaminates in the waste but if they do normal cleaning procedures, those things would be part of the waste.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument with a bd lsrfortessa¿ so. The following information was provided by the initial reporter: customer complained about a leaking waste bottle and recent cv warnings for cst. Waste bottle observed to be leaking from somewhere on its bottom and customer was advised to call the hotline to order a new one. Lasers were aligned for optimal cvs. Performance check with cst passed. Instrument is operational. Return to service. Additionally, on 2020-6-27 the fse provided the following additional information: was the leak contained within the instrument? No; leak is of a bottle that is outside of the instrument. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Mainly sheath fluid and whatever else is passed through to waste. What is the source of leak -- waste line or non-waste line? Waste bottle. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. I do not know if there were any biohazardous materials in there. The customer had the waste tank sitting in a large rectangular bin and manually lifted it and emptied it into their sink so I doubt there are biohazardous stuff in the waste, but I cannot say for sure. I also do not know if there is bleach or decontaminates in the waste but if they do normal cleaning procedures, those things would be part of the waste.